Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 5.2 mmol/l. The customer stated that the button error alarm occurred during normal use. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube and missing the end cap sticker.